Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage in the needle and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: able to draw up vaccine and prime needle but plunger got stuck after inserting needle into child's arm, fluid sprayed outside hub, required re-injection as client did not receive full dose of vaccine. Child very upset to be re-immunized. Needle lot #2024137. Mom aware of what occurred. Impact of incident: child very upset to be re-immunized. Who was affected? Patient.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage in the needle and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: able to draw up vaccine and prime needle but plunger got stuck after inserting needle into child's arm, fluid sprayed outside hub, required re-injection as client did not receive full dose of vaccine. Child very upset to be re-immunized. Needle lot #2024137. Mom aware of what occurred. Impact of incident: child very upset to be re-immunized. Who was affected? Patient.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.